Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ chest pain: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, chest pain, rupture.

Event description:
Healthcare professional reported "discomfort in the chest area", "asymmetry", "rupture" and "capsular contracture baker grade IV" confirmed via ultrasound. This record is for the right side. The device has been explanted.